Event description:
The radiopaque marker detached from this introducer sheath into the pt when accessing the femoral artery. A wire was put through the introducer sheath and was used to snare the marker. The marker then was caught on a sheath that was run over the wire and removed from the pt. Vascular access was successfully completed and there were no reported pt complications. This MFR received, evaluated and retained this device. The engineering eval indicated the ro marker had come off the device. The marker had crumbled in the return packaging. As a lot number for this device was not provided, a device history search could not be performed. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.